Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. Details of symptoms and treatment are unknown as the customer did not provide additional information and there is no contact information to reach the customer for follow up clarification. The customer mentioned "hypoglycemia so badly frequently end up hospitalized" but length of hospitalization is unknown. There was no report of death or permanent impairment associated with this event.